Manufacturer narrative:
(B)(4). Unit passed displacement test and selftest. Unit received with no communication due to problem isolated to the electronic assembly noted.

Event description:
Information received by medtronic indicated that customer need to connect new transmitter to the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.